Manufacturer narrative:
Clarification to d6a. Implant date: "approximately 17 yrs old" further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported right side rupture. The device remains implanted.